Manufacturer narrative:
Analysis of the ins, model 3058, (B)(4), found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and abnormal impedances were observed using an n'vision clinician programmer. The ins and attached returned lead were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer. The #0 to #2 electrode combination. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the distal end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned lead. Good stable output was observed there was good stable output on all electrode pairs except the e0 to e2 electrode pair. The ins output was tested at the distal end of the returned lead. No output was observed there was no output across electrode pair e0 to e2. Analysis of the lead, model 3889-28, serial/lot no. Unknown, found lead proximal end connector crushed and conductor short between circuits (over stress/damage). There was a short between the #0 and #2 circuit under the #0 connector sleeve which was crushed. Analysis identified that the {x} connector(s) was/were crushed at the proximal end of the lead. Analysis determined that there was a conductor short between circuits [x] and [x] at the proximal end of the lead; consistent with over stress damage. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and abnormal impedances were observed using an n'vision clinician programmer. The ins and attached returned lead were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer. 50 ohms was observed on the #0 to #2 electrode combination. Electrical testing of the lead determined continuity was complete. Analysis observed the #0 connector is crushed connector(s) of the lead {was//were} crushed. The ins output was tested at the distal end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned lead. Good stable output was observed there was good stable output across all electrode pairs except the e0 to e2 electrode pair. The ins output was tested at the distal end of the returned lead. No output was observed there was no output across electrode pair e0 to e2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# serial# unknown implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post implant pain in the ins pocket. The patient received reprogramming, stimulation holiday and did not have an improvement in their symptoms. The patient underwent a revision where the patient¿s ins was moved from the from the right to the left side of the body approx. Half a year ago including tunneling the electrodes to the other side. It was noted that there was not an improvement in the pain symptoms after the replacement. The patient was reported to be alive with no injury. There were no further complications reported as a result of this event.